Event description:
It was reported that the during the implant procedure, the guidewire could not be inserted into the lead. The lead was not used and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.